Event description:
Spoke with pt's mom. Pt unable to use the autocover needles. He missed 2 doses as a result (just told his mom today). I re-entered needles to be same size, but without the autocover. Pcc will sus for tomorrow. Frequency: daily, subcutaneous; 2016 - present. Diagnosis or reason for use: e23.0.